Event description:
A distributor contacted heartsine technologies with the report of an out-of-box failure: on first powerup, when installing the pad-pak before being sent to a customer, the pad issued the prompt "warning memory full" and shut down. The status indicator was not flashing alerting the user to a fault.

Manufacturer narrative:
Upon investigation of the returned unit, it was found that real time clock (rtc) settings were blank, so the status of the memory could not be determined. The 3v coin cell that powers the status blink control, rtc and self test wake-up control was discharged (0.2v). It is undetermined how the battery became depleted. When the 3v cell was replaced, the rtc reconfigured, the memory cleared and the device functioned within specifications. The user would have been alerted to the fault because, the status indicator was not flashing. The device could never have been placed in service. The repaired pad has been returned to the distributor. It had been planned to modify the final release test procedure by the addition of a function that would also check the voltage of the 3v cell.